Event description:
Case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated/ migration") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy with essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage and procedural pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device migrated incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated/ migration") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydromorphone hydrochloride (dilaudid) and ondansetron (zofran). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type"), cystitis ("infection (bladder/urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("period issues"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, headache, dysmenorrhoea, nausea, dyspareunia, abdominal pain lower, menstruation irregular, bladder disorder and urinary tract disorder outcome was unknown and the urinary tract infection and migraine was resolving. The reporter considered abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: result not provided; on an unknown date: essure device migrated ultrasound scan vagina - on (B)(6) 2017: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device migrated/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydromorphone hydrochloride (dilaudid) and ondansetron (zofran). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type"), cystitis ("infection (bladder/urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("excessive bleeding"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("period issues") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, headache, dysmenorrhoea, nausea, dyspareunia, abdominal pain lower, menstruation irregular, bladder disorder, urinary tract disorder and fibromyalgia outcome was unknown and the urinary tract infection and migraine was resolving. The reporter considered abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device migrated; in 2016: results: result not provided. Ultrasound scan vagina - on (B)(6) 2017: results: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated/ migration") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydromorphone hydrochloride (dilaudid) and ondansetron (zofran). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type"), cystitis ("infection (bladder/urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("period issues"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, headache, dysmenorrhoea, nausea, dyspareunia, abdominal pain lower, menstruation irregular, bladder disorder and urinary tract disorder outcome was unknown and the urinary tract infection and migraine was resolving. The reporter considered abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: result not provided; on an unknown date: essure device migrated. Ultrasound scan vagina - on (B)(6) 2017: result not provided. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received : aka added, demographics added. Product information added. Event added are as follows - vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, nausea, vaginal infection, cystitis, uti, migraine, headache, abdominal pain lower, menstruation irregular, bladder problems and urinary problems. Events onset date, severity added. Outcome of events "urinary tract infection and migraines" was updated to recovering. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device migrated/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydromorphone hydrochloride (dilaudid) and ondansetron (zofran). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type"), cystitis ("infection (bladder/urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("excessive bleeding"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("period issues") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on(B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, headache, dysmenorrhoea, nausea, dyspareunia, abdominal pain lower, menstruation irregular, bladder disorder, urinary tract disorder and fibromyalgia outcome was unknown and the urinary tract infection and migraine was resolving. The reporter considered abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device migrated; in 2016: results: result not provided. Ultrasound scan vagina - on (B)(6) 2017: results: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event fibromyalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.